Manufacturer narrative:
(B)(4). The customer provided four photos for analysis. Visual analysis of the photos shows a severely kinked and unraveled guide wire. No obvious defects or anomalies were observed on the pictured catheter. The customer also returned one guide wire assembly and lidstock for analysis. The returned guide wire appears to match the guide wire shown in the customer images. The catheter involved was not returned. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was severely kinked and unraveled from the distal end. Microscopic examination confirmed that the core wire separated directly adjacent to the distal weld. Both the proximal and distal welds appeared full and spherical. Further dimensional analysis revealed that the returned guide wire is not the same length as the guide wire included within the reported finished good. The kinks on the guide wire measured 323mm, 361mm, 435mm, and 452mm from the proximal weld. The guide wire length from the proximal weld to the point of separation on the core wire measured 600mm, which is not within the specification limits of 678mm-688mm per the guide wire product drawing. The dilator outer diameter measured 0.84mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The dimensional discrepancy indicates the customer either reported the incorrect material number or returned the incorrect device. Functional analysis could not be performed due to the severity of the damage on the returned sample. A manual tug test confirmed that the proximal weld is secure and intact. A device history record review did not reveal any relevant findings. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Further dimensional inspection revealed that the returned guide wire is shorter than the guide wire packaged within the reported finished good. The dimensional discrepancy indicates the customer either reported the incorrect material number or returned the incorrect device. A device history record review on the reported finished good did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The observed damage appears consistent with an undue force related event; however, the probable cause cannot be verified without the catheter also returned and due to the discrepancy with the dimensions of the returned guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" 24 july 2025, doctor's feedback, after placement of the tube, the process of withdrawing the guidewire could not be withdrawn, and after attempting to withdraw the catheter for 2-3 cm, it still could not be withdrawn, so the guidewire and catheter were withdrawn at the same time, and it was found that the guidewire was fractured in many places." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient was in critical condition prior to the insertion of the catheter; however, the current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that" (B)(6) 2025, doctor's feedback, after placement of the tube, the process of withdrawing the guidewire could not be withdrawn, and after attempting to withdraw the catheter for 2-3 cm, it still could not be withdrawn, so the guidewire and catheter were withdrawn at the same time, and it was found that the guidewire was fractured in many places." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient was in critical condition prior to the insertion of the catheter; however, the current condition is reported as "fine".